Event description:
It was reported the customer exposed their insulin pump to moisture. Customer stated their insulin pump was not functional as a result. The customer's blood glucose was unknown. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No moisture damage noted on electronic or motor assembly. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.